Event description:
Customer reported an over infusion of pitocin that resulted in the patient requiring terbutaline to slow her contractions. The intended programming was 6 ml/hr (2 milliunits/min). The patient later delivered without incident. No patient harm reported. Although requested, no further patient or event information was provided. Received photographs from the customer confirming the membrane frame and the platen assembly were broken on the pump module.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.